Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited noise. A knick in the insulation was noted and was repaired using medical adhesive and a suture sleeve. The lead remained implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.